Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil used that contributed to the event. It is concluded that injury on the patient's abdomen was caused by insufficient distance between the coil cable / coil and the patient skin. No padding was used to ensure sufficient distance between the coil/coil cable and the patient skin and it was stated that the coil cable was close to the affected area. Furthermore the following factors were observed that contributed to the event: four consecutive scans on high sar were administered, the patient was covered by a sheet or blanket, the patient ventilation was not used. (B)(4).

Event description:
Philips received a report that a patient experienced a heating sensation and reddening of the skin (size 8 x 15 cm) with blisters were observed on the abdomen. The patient was positioned feet first supine and scanned for a pelvis examination with the synergy cardiac coil.